Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using sars-cov-2 a false positive result was obtained, the customer reran the samples on gene expert and the results were negative for the n2 and the envelope gene. There was no indication that erroneous results were not reported out and or any report of patient impact. (B)(4).

Event description:
It was reported while using sars-cov-2 a false positive result was obtained, the customer reran the samples on gene expert and the results were negative for the n2 and the envelope gene. There was no indication that erroneous results were not reported out and or any report of patient impact. Eua (B)(4).

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# (B)(4)) lot 0274392 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that the lot 0274392 was manufactured according to specifications and met performance requirements. Customer complained of positive results on specimens tested with the bd sars-cov-2 reagents for bd max system kit, which were negative on the genexpert platform and when repeated with the bd sars-cov-2 reagents for bd max system. Customer provided run files with their discrepant results (run#53, 68, 70 and 71) and the run containing the repeated samples (run #73) from instrument ct2025 for investigation. The customer¿s udp settings were verified and the result logic parameters were set in accordance with the bd sars-cov-2 reagents package insert instruction for use. Manual pcr curve adjudication was conducted across the 7 positive results (samples investigated: #53/a8, #68/b10, #70/a1, a5 & a6, #71/a10, a12). Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Analysis of the curve from all samples shows amplifications for n1 target without anomaly, indicative of true positive results. Overall, these samples appear to be true low positives. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, limit of detection can vary between different assays. Bd was unable to confirm the exact cause of the customer¿s positive results. However, no product issue is suspected. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 0274392. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).